Event description:
This malfunction occurred twice with the same product, same lot number, 2 different nurses, 2 different patients, and 2 different days. After successful IV catheter placement, the safety device would not engage and the needle would not retract.